Event description:
The customer reported that the power supply for her pump in style pump had a breach in the transformer. Mom reported that she went to take the adapter out of the wall and fell apart exposing underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow-up with customer, the customer indicated that the housing for their transformer was damaged exposing underlying electronics. There was no report of injury, smoke, fire or melting. The customer also stated that the original product would be sent for evaluation. As of the date of this report, the product was not received. If the product is received and evaluated resulting in new information, a follow-up report will be sent. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment form the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.